Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when adjusting the video graphics array (vga) cable to a projector, the programmer turned itself off. The back door of the programmer was also broken. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Analysis could not confirm the customer comment that adjusting the video graphics array (vga) cable caused the programmer to shut down, the vga cable in question was not returned with the programmer; the circuit boards and mechanical parts were inspected and no pinched wires or loose connections were found. However it was able to confirm the comment of a broken power cord bay and it was also noted that the handle covers were damaged and the lower case feet were worn. The hard drive was reconfigured and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.